Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube, locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. The carrier tube was found to have been kinked at multiple locations along the tubing. The returned locator was found to have been kinked at the blood inlet hole and the tip of the locator was found to have been damaged. No other damage or deformation was found on the returned device. The complaint was able to be confirmed for the assembly difficulty of the hemostasis sheath and carrier tube. The likely cause was determined to be improper assembly technique. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided . A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that when placing the angio-seal inside the angio-seal sheath, the device kinked. The whole device retracted, and manual compression was applied. There was no known effect on the patient. The procedure was completed successfully. Additional information was received on 05 apr 2023: the procedure performed was a leg angioplasty with a stent using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was stable.